Manufacturer narrative:
(B)(4): this was a trauma case that happened in the middle of the night, and we were informed about it the next day. From the information, we were able to gather, there was no significant patient injury, but the surgeon did note 'scissored' clips and a new clip applier was pulled to finish the case. All other specific procedural information is not known. The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were fired on the cystic duct. The clips were malformed or scissored in appearance. Another device was used to complete the case with no patient consequence.